Manufacturer narrative:
Additional information: additional information was received reporting that the patient experienced glare intolerance and poor vision after implantation. The patient vision was not good at any distance. The date of explant was (B)(6) 2022 and the vision issue started on the implant date, (B)(6) 2022. Directions for use were followed. Another johnson and johnson iol was implanted as replacement (different model, dcb00, same diopter). There was no patient injury. There was no delay in procedure. The patient is doing well post-operatively. The patient is a 55 year old female and not hispanic/latino. No further information was received. The following sections have been updated accordingly: section a3: gender: female. Section a5: ethnicity: not hispanic/latino. Section b3: date of event: (B)(6) 2022. Section d6b: if explanted, give date: (B)(6) 2022. Section d9: device available for evaluation? Yes . Section d9: date returned to manufacturer: jan 26, 2023. Section h3: evaluated by manufacturer: yes . Device evaluation: visual inspection under magnification revealed that the complaint lens was received cut in half. The lens was cleaned and, no issues that could cause or contribute to the complaint issue. Based on the return condition of the lens, no further product evaluation could be identified. The complaint issues were not confirmed. The other observed issue found during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. Correction: section b3: date of event was originally reported as dec 22, 2022 on the initial MDR, however based on additional information received, it was confirmed that the event date is sep 01, 2022. Therefore, it is captured in this supplemental report. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Multiple attempts have been made to obtain additional information regarding the event and to obtain suspect product for evaluation; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted from the left eye due to blurred vision and glares. The symptoms significantly interfered with daily activities. No medical or surgical intervention was required. No further information was provided.